Manufacturer narrative:
The 6 samples were submitted for investigation. The ft3 iii results obtained during the investigation were lower than the customer's ft3 iii results. Sample ID (B)(6) were within the customer's reference range. Sample ID (B)(6) was above the reference range. Sample ID (B)(6) was borderline at or above the reference range. An interfering factor to the assay antibody/idiotype was identified in sample ids (B)(6). An interfering factor was not identified in the other 4 samples. Interferences are documented in product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
A pathologist complained of multiple high results for patients tested for ft3 ¿ free triiodothyronine (ft3 iii). The ft3 iii results were questioned for patients with normal tsh results. These patient samples were tested by the abbott architect method where normal and expected ft3 iii results were returned. The pathologist indicated this occurs about 3-4 times per week. Results were provided for 6 patient samples. The ft3 iii results for all 6 patients were erroneous when compared to the abbott architect method. The abbott architect results are believed to be correct. The erroneous results for these 6 patient samples were not reported outside of the laboratory. This medwatch will cover ft3 iii reagent lot number 12441900. Refer to medwatch with patient identifier (B)(6) for information on the erroneous results using ft3 iii reagent lot number 18743200. The pathologist indicated that there have probably been previous instances of patients with elevated ft3 iii results that were reported outside of the laboratory, however, no specific details could be provided. The pathologist also indicated that there have been some patients referred to endocrinologists due to elevated ft3 iii results; however, the pathologist is not aware of any patients receiving therapy to specifically lower ft3 iii results. No adverse event occurred. The e602 analyzer serial number was (B)(4).